Manufacturer narrative:
The reported event, burn, is a known side effect of coolsculpting treatment. A supplemental report will be submitted if additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who reported having cool sculpting treatment and receiving third degree burns.

Event description:
Allergan aesthetics received a report of a patient who reported having cool sculpting treatment and receiving third degree burns.

Manufacturer narrative:
Corrected data.